Manufacturer narrative:
The insulin pump was received with blank display due to corroded all electronic assemblies. Also, the device had a cracked case at corner display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into a pool with the insulin pump. The customer stated the device has 5 cracks in the battery and reservoir compartment area and the display went blank after the water exposure. She confirmed there is fluid under the lcd display. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. She stated she reverted to a back-up insulin pump. The insulin pump was replaced and returned for analysis.